Event description:
On the evening on (B)(6) 2025, the patient's blood glucose (bg) levels rose to 18 mmol/l (324 mg/dl). She administered a correction bolus before going to bed. The following morning (on (B)(6) 2025), the patient woke with a bg of 22 mmol/l (396 mg/dl) and reported feeling unwell, experiencing nausea and vomiting. The patient already had an appointment scheduled with her diabetes specialist that day. At the appointment, her healthcare provider advised her to go to the emergency department. Prior to hospital admission, the patient removed her pod from the abdomen. At the hospital, the patient was diagnosed with diabetic ketoacidosis (dka). She received treatment with intravenous antiemetic medication and 10 units of humalog by injection. This intervention reduced her bg to 11 mmol/l (198 mg/dl). A new pod was placed once she returned home. The patient remained in hospital for 6-8 hours before being discharged.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown: omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received fully deployed. There were no timeouts, drive stalls, or hazard alarms observed that would indicate there was a struggle to deliver insulin. No damages or defects were observed that would contribute to the pod not delivering insulin. The patient history buffer (phb) data showed that the automated glucose control (agc) algorithm appropriately adapted to changes in estimated glucose values (egv) and user inputs.